Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump got the reservoir ring and broke. The blood glucose at the time of the incident was 189 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.